Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens into the patient's eye and has high vaulting. It was later reported "there is no real issue; the lens is ok just slightly high vault. We are monitoring. No exchanged planned". Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens into the patient's eye and has high vaulting. It was later reported "there is no real issue; the lens is ok just slightly high vault. We are monitoring. No exchanged planned". Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.